Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading of 29 mg/dl on the adc blood glucose meter and experienced a medical event due to this. Customer reported calling 911 and received third party treatment, however no further information was provided as customer refused to continue troubleshooting. It is unknown what, if any, third-party treatment was administered and if it was in any way related to the use of an adc device. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a reading of 29 mg/dl on the adc blood glucose meter and experienced a medical event due to this. Customer reported calling 911 and received third party treatment, however no further information was provided as customer refused to continue troubleshooting. It is unknown what, if any, third-party treatment was administered and if it was in any way related to the use of an adc device. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and test strips. Control solution testing has been performed using high and low. Results were satisfactory. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.